Event description:
The patient underwent generator replacement surgery. The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Product analysis was completed on the vns generator. Proper functionality of the generator was successfully verified in the product analysis, or pa, lab. The generator performed according to functional specifications with the exception of the expected low battery. There was no performance or other adverse conditions found with the generator.

Event description:
It was reported that since the last clinic visit, the patient's symptoms were worsening overall. It was reported that seizures were occurring 2 times per week and lasting 3 minutes. The seizures were characterized by screaming and the patient seeming "out of it". It was reported that this seems to occur more so while the patient is in the shower. An intensified follow-up indicator battery status was observed during interrogation. The medical professional was concerned that the vns was not functioning based on the increased seizure frequency and the presence of seizures not seen since prior to vns implantation. The patient was referred for vns generator replacement. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event, corrected data: initial report inadvertently listed ni instead of (B)(6). Date of event, corrected data: initial report inadvertently listed ni instead of (B)(6) 2017. Describe event or problem, corrected data: initial report inadvertently left out information.

Event description:
Follow up with the medical professional revealed that the patient was experiencing a triple increase in seizures from the pre-vns baseline. The medical professional believed that the vns battery nearing end of service could have contributed to the increase.